Manufacturer narrative:
New, updated, and corrected information is referenced within the update statements please refer to update statement(s) dated 05nov2020. No further follow-up is planned. Evaluation summary: a male patient reported that the injection screw of his humapen ergo ii "could not come out" and the medication was not injected. He experienced increased blood glucose. The device was not returned to the manufacturer for investigation (batch number unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(6). This report is associated with product complaint: (B)(4) this spontaneous case, reported by a consumer via a business partner, concerns male patient of unknown age and origin. Information regarding medical history of patient and concomitant medications was not provided. The patient received human insulin (rdna origin) specific type not provided (humulin) from cartridges, subcutaneously, at unknown dose and frequency, for the treatment of diabetes mellitus, beginning on an unknown date. On an unknown exact date in (B)(6) 2020, the patient started using the insulin via a humapen ergo ii device. On 12oct2020, unknown period after commencing human insulin treatment and approximately two months after receiving it via the humapen ergo ii (lot unknown/ product complaint (B)(4)) the injection screw (spiral rod) of the pen could not come out of the pen and due to the fault of insulin pen, the liquid medicine was not injected into patient and patient was hospitalized due to high blood glucose on an unknown date. Information regarding corrective treatment, laboratorial exams, outcome of event and hospital discharge was not provided. As of 14oct2020, the treatment with human insulin was ongoing. No additional follow-up will be attempted as there was no contact information available. It was unknown who operated the device and if operator was trained. The device model had been used for an undisclosed period and the reported device had been used for two months. The suspect device was not returned to the manufacturer. No additional follow-up will be attempted as there was no contact information available. The reporter consumer did not provide an opinion of relatedness between the events and human insulin. Update 20oct2020: additional information received from complaint personnel on 14oct2020 was processed within initial case entry. Edit 27oct2020: updated medwatch fields for expedited device reporting. No new information added. Update 30oct2020: additional information received on 29oct2020 from global product complaint database. Recoded the suspect device from humapen ergo to a humapen ergo ii. Reiterated the unknown lot number for product complaint (B)(4) relating to the humapen ergo ii device. Corresponding fields and narrative updated accordingly. Edit 30oct2020: upon internal review on 30oct2020, it was noted formulation was incorrectly selected as unknown instead of cartridges. Case was amended as necessary, no other alteration were performed. Update 05nov2020: additional information received on 04nov2020 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields/ european and canadian (EU/ca) device information and device return status to not returned to manufacturer for (B)(4) associated with unknown lot of humapen ergo ii device. Corresponding fields and narrative updated accordingly.